Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a case of severe glare/halos in a patient who was implanted with an intraocular lens (iol) bilaterally. There are two manufacturer reports associated with these events. This is the file for the left eye.